Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse found that one of universal surgical manipulator (usm) arms was not responding/resistant, and the other usm arm had manipulation issue. The fse replaced both usm arms to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. One of the usm was analyzed. Upon visual inspection, no issues were found that would be related to the reported event. This usm was installed and tested onto an in-house system with no faults triggered and the arm movement was flawless. The unit was installed on the patient side cart (psc) fixture test platform (pftp) and was able to pass all tests. No issue was found on the usm. Failure analysis was able to confirm and replicate the reported issue on the other usm arm. The field error logs were unable to provide any indication that an error occurred in the field. The unit was put on the in-house system, and it passed normal mode without triggering an issue. The unit was then put on the pftp, and it failed the pitch very slow friction test. When the pitch motor module was removed, and friction was felt along with pitch axis as it was exercised. The complaint was confirmed based on failure analysis. The probable root cause is attributed to pitch friction of link 3 bearing on usm.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, intuitive surgical, inc. (Isi) clinical sales representative (csr) informed technical support engineer (tse) that universal surgical manipulator (usm) 2 (camera arm) and usm 3 were not moving normally. The customer was able to complete the procedure normally. There was no reported injury.